Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/21/2024, it was reported by an arthrex employee via (B)(4) that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer did not ream smoothly together while reaming the glenoid. This occurred during a reverse total shoulder arthroplasty the surgeon's wrist would twist aggressively during the case while using the power. The case carried on and was completed successfully with backup parts.